Event description:
It was reported that during a laparoscopic salpingo-oophorectomy procedure, the device caused an error 5 during the pre-run test. The device was re-tightened onto the handpiece and then it was noticed that the jaws would not open. The device was never used on the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The device was returned in good physical condition. The device was tested with a generator and was functional, error code 5 was not displayed during inspection. The clam arm was tested and it opened and closed properly. There were no anomalies noted with the functionality of the device.